Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first firing of the stapler, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. On the other hand, the jaw of the sealing device could not be opened after sealing and cutting tissue. New instrument and reload was used to complete the case. There was no patient injury.